Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this pacemaker went into elective replacement indicator (eri) status. A request was made to have the data from this device analyzed. Data analysis confirmed that the battery of this device is at end of life (eol) battery status, and the power consumption increased linearly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this pacemaker went into elective replacement indicator (eri) status. A request was made to have the data from this device analyzed. Data analysis confirmed that the battery of this device is at end of life (eol) battery status, and the power consumption increased linearly. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.